Event description:
It was reported that during the procedure, the pt experienced hemodynamic instability/labile bp. The stop date was in 2005. The pt was treated with dopamine. This event resulted in new/prolonged hospitalization. The pt's condition is improved.